Event description:
The reporter stated they attempted to use a aa4203tl silicone single piece lens with toric optic. The lens got stuck as it was advanced in the injector. There was no pt contact. No further info available. The lens was discarded by the facility.

Manufacturer narrative:
(B)(4). Method - lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history and work order search, a specific root cause of this event could not be determined. (B)(4).